Manufacturer narrative:
Review of the provided data identified a strong positive sars-cov-2 result during the initial run # 2930 on (B)(6) 2022. No pcr curve abnormalities were observed which would normally indicate an erroneous result was generated. No product issue suspected. All three patient samples were labeled with the same patient name, however according to information originally provided by the customer, they believe it is possible either the first or the second sample was mislabeled and not the correct sample, but could not confirm. No collection kit information was provided by the customer. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. A second sample was collected and tested on a different platform (bd max) producing a negative result. Both samples were repeated on both the liat and bd max with negative results. A third sample was run on the bd max and returned a positive result. The initial results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
Corrected b6 and b5 to reflect the correct test/retests and results. Cn-673376.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 when tested on cobas liat. A recollected sample was tested on a different platform (bd max) and on cobas liat and generated a sars-cov-2 negative result. The initial sample was retested on bd max and generated a positive result. Finally, third sample was tested on bd max only and returned a positive result. All results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue.